Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: sung-min park, md, et al; "femoral artery occlusion after using a suture-mediated arterial puncture closure device", published online, september 22, 2008.

Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: pain/numbness/suture mislocation/occlusion/dissection/vessel repair. The following events were noted through a periodic article review. This case describes a mechanism of femoral artery occlusion by the proglide device. The patient had undergone coronary angiography through the right common femoral artery (cfa) 3 days prior, and had complained of right leg pain and numbness after the angiography. A mechanical obstruction at the site of the femoral arterial puncture was suspected and a surgical exploration was performed. A vertical incision was made in the right inguinal area, and the cfa was exposed. Suture material was visible on the surface of the cfa and the vessel wall, proximal to the suture material was intussuscepted. Removal of the suture material restored the artery to normal contour. The vessel was transversely opened an inspected for thrombus or injury. There was an intimal dissection where the suture material had been removed. The opposite arterial wall was intact. The thrombus located proximal to the obstruction site was removed. The arteriotomy site and the dissected area were repaired with prolene and circulation to the right leg was restored. Post CT revealed no stenosis or occlusion. The patient was discharged on the 7th postoperative day.